Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report a hardware error code patient experienced on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient's wife to reset the device on (B)(6) 2014 and it was unsuccessful.